Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to erased history file also, unable to perform a21 error, occlusion and excessive no delivery tests due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the self-test, currents test, rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 145 mg/dl. The device was not returned.